Event description:
During a mitral valve replacement procedure, the perfusionist experienced difficulty in maintaining adequate flow through the venous reservior bag. The cause for this was not determined, but the perfusionist noticed there was less blood being returned than expected. It was reported that the patient may have had and an anaphylactic reaction evidenced by an enlarged/swollen head and tongue. The patient was taken off of bypass and was transferred to ICU. However, he did not regain consciousness after surgery and later expired.